Event description:
Additional information was received that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged and the downstream occlusion sensor seal was loose and bubbled. Review of the event history log showed the pump displayed occurrences of "cassette not attached properly" alarm. The investigation included functional and sensor testing and found that the downstream occlusion sensor was stuck at max value. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump had an issue with the cassette sensor. No adverse effects were reported.